Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, when the patient was undergoing an enlarged radical surgery for left transthoracic and cardiac cancer, an endotracheal anesthesia was planned. It was found that the device's airbag could not be inflated in the double-lumen tube. The patient had a replacement of the tube.